Event description:
New info received notes that the device was replaced. The patient was stable throughout the procedure.

Manufacturer narrative:
Interrogation of the device revealed premature battery depletion. A longevity calculation was performed based on the usage history in the stored device image and the battery depletion was found to be premature.

Event description:
It was reported that when an asymptomatic patient presented in-clinic for a routine device check, premature battery depletion was noted on the device. The patient is scheduled for generator replacement. There was no adverse event to the patient and the patient was in stable condition.